Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patients meter has been returned on 1/19/2015 and further evaluated by lifescan product analysis on 1/30/2015 with the following findings:error message 4 observed in the error log, but the errors were not reproduced during the investigation. Analysis was not possible for the test strips involved with this complaint due to the patient returning an empty vial of strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 (time not provided). The patient manages his diabetes with self-adjusting humalog and lantus insulin. The patient stated that he decreased his humalog and lantus dose on (B)(6) 2014 (time not provided) in response to the alleged meter issue. The patient claimed to have developed the symptom of "high levels of sugar" 3 hours after the alleged meter issue began, however he denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique, the subject meter was not being used for the first time, the test strips had not expired or been open for longer than the discard date and when a walk-through blood test was performed, the test strip drew in the sample completely but the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿high levels of sugar¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.